Event description:
Caller states the pt tested 6.4 inr and approximately 3.0 inr on the coaguchek xs system. Pt's warfarin dose was adjusted based on repeat result. No adverse event reported. Requested return of suspect system and replacement was sent.